Manufacturer narrative:
Sample from the patient was investigated and the elecsys hiv duo result was 259 coi (reactive). The investigation determined the elecsys hiv duo reagent performed within specification. Per product labeling, for diagnostic purposes, the elecsys hiv duo result should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The calibration and qc results were within the expected ranges. A sample from the patient was submitted for investigation which is ongoing. H3 other text : na.

Event description:
There was an allegation of a false negative hiv duo elecsys e2g result from a cobas e801 analyzer serial number (B)(6). The customer received a sample from another laboratory for confirmation. On (B)(6) 2023, the sample was reactive for hiv 1/2- ak/ag on abbott architect s/co 2.71. On (B)(6) 2023, the result from the hiv-duo was coi 0.315 non-reactive (ahiv 0.078 coi and hivag 0.305 coi). Hiv-1 rna quantitative pcr was performed on a cobas 6800/8800 and the viral load was 2.6 x 10e5 copies/ml (strongly positive). On (B)(6) 2023 from a second sample, the hiv-1 rna quantitative pcr had a viral load was >1 x 10e7 copies/ml which confirmed the hiv infection. The elecsys hiv duo result was coi 52.5 coi (sub-results: 0.222 in ahiv and 52.5 coi in hivag). The questionable results were not reported outside of the laboratory.